Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Redacting initial regulatory report # 2649622-2013-09384 because, this lead is a clinical unit and adverse reporting is the responsibility of the clinical affairs dept.

Event description:
It was reported that during an implant procedure, the left ventricular lead initially "dislodged or was in an unstable location", but was ultimately implanted and configured with the lowest pacing threshold and in avoidance of phrenic nerve stimulation. The lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.